Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were less responsive and had trouble with putting units. Customer reported that the insulin pump had scratches on screen which made it hard to read. Customer stated that the insulin pump rejected batteries as well as slower to rewind and prime process. Customer mentioned that the insulin pump alarms were not as loud as before. Plastic chipped off near reservoir. Customer declined to troubleshooting with 24 hours helpline. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including self test, rewind, a21 error test, basic occlusion, occlusion, prime/a33 and excessive no delivery test and displacement test. Device primed properly. No unexpected rewind anomalies noted. No unexpected failed battery alarm anomalies noted. Pump received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. No unexpected audio or vibrate alarm anomalies noted. Device received with minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).